Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose in the low 50 to 60 mg/dl range. She treated with food and the doctor adjusted her basal rate settings. The customer stated that after that, her blood glucose had been running high. Blood glucose was 209 mg/dl when she woke up and then it went to 302 mg/dl. Troubleshooting for low and high blood glucose was declined. The customer stated she would contact the doctor to adjust the insulin pump's settings again. The insulin pump will not be returned for analysis.